Event description:
It was reported that a home patient experienced a connection issue with the heater bag. This occurred during dwell two of peritoneal dialysis therapy. The patient stated that the bag wasn¿t connected all the way and disconnected. The technical service representative explained to the patient that they should start over with all new supplies. The patient would perform a manual exchange in the morning. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a connection issue during dwell two, where the heater bag wasn¿t fully connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.